Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The sleeve trials were discovered to be unusable while reviewing instruments in the office. The numbering is scratched off and/or they will not fit in inserter handle.

Manufacturer narrative:
The sleeve trials were discovered to be unusable while reviewing instruments in the office. The numbering is scratched off and/or they will not fit in inserter handle. Examination of the returned devices confirms heavy damage to the trials. The root cause is wear out and misuse/heavy use. The etch has been damaged beyond recognition on the devices and the lot codes were not provided; a lot specific search of the complaints databases was therefore not possible. Corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.